Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.